Event description:
It was reported that during user of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) unit was not oxygenating. The device was not changed out, as the customer found the supply line was unhooked from back of the unit. They corrected the issue and finished the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) went to the hospital to repair. He found the unit to be operating to manufacturer specifications.